Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
The surgeon initially ordered a replacement device believing that the distal femur jts in situ had reached maximum extension. Upon review of the x-rays provided, stanmore implants determined that the device still had 20 mm of potential lengthening available, which is believed to be sufficient for this 12 year patient. However, the review of imaging also revealed that the axle appeared to have backed out of the tibial component. Thus a revision procedure consisting of replacement of the axle and plastic parts is instead being scheduled.